Event description:
It was reported "the first insertion is made in the basilic vein of the upper left limb. During the passage of the catheter, it is observed that it remains ascending, so it is repositioned and in this attempt it is rolled up at the level of the right subclavian, observed by means of radiological control to determine position, so the device is completely removed. The PICC insertion is carried out in a second attemptthat was successful, with a new device." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). UDI# (B)(4).

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The complaint of a catheter kinked or bent in use cannot be confirmed by the photo. The photo was a copy of a patient x-ray which revealed that the catheter was ascending above the subclavian region rather than descending into the superior vena cava; however, there was not clear visual evidence of kinking or bending in the catheter body. No photos of the catheter outside of the patient were provided. A complete visual inspection could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "minimize catheter manipulation throughout procedure to maintain proper catheter tip position. Do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested." The complaint of catheter kinked or bent in use cannot be confirmed by the customer photo. The photo was a copy of a patient x-ray which revealed that the catheter was ascending above the subclavian region rather than descending into the superior vena cava; however, there was not clear visual evidence of kinking or bending in the catheter body. No photos of the catheter outside of the patient were provided. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to m onitor and trend for reports of this nature.

Event description:
It was reported "the first insertion is made in the basilic vein of the upper left limb. During the passage of the catheter, it is observed that it remains ascending, so it is repositioned and in this attempt it is rolled up at the level of the right subclavian, observed by means of radiological control to determine position, so the device is completely removed. The PICC insertion is carried out in a second attempt that was successful, with a new device." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".